Manufacturer narrative:
Reporter is a synthes employee. Part number: 03.010.000, lot number: 18p9585, manufacturing site: (B)(4), release to warehouse date: october 15, 2019. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Visual inspection: the extractscr f/tibial+fem nails (p/n: 03.010.000, lot # 18p9585) was returned and received at us customer quality (cq). Upon visual inspection, the threads of screw was found stripped. The part of the extractor screw above threaded portion might have nicked/scratched due to some excessive or unintended insertion force/torque into unknown substance. No other issues were identified with the returned device. Dimensional inspection: no dimensional inspection can be performed due to post-manufacturing damage. Furthermore, the complaint relevant dimensions cannot be checked for dimensional accuracy, because of the design of the device. Document/ specification review: based on the date of manufacture the following drawings, reflecting the current and manufactured revision were reviewed. Extraction screw m8. Complaint confirmed? Yes, as the stripped condition of device can be confirmed. Investigation conclusion: the complaint condition is confirmed for extractscr f/tibial+fem nails (p/n: 03.010.000, lot # 18p9585). There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, during inspection of the loaner kit it was noticed that the extractor screw¿s thread was damaged. There was no patient involvement. This report involves one (1) conical extraction screw for ti femoral and tibial nails. This is report 1 of 1 for (B)(4).